Event description:
During the routine follow-up of the device involved in this report, physician reported that recorded episodes could not be reviewed since the episodes list was completely empty.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.